Event description:
It was reported that the patient presented in the clinic for normal follow up. The lead was diagnostically imaged and showed externalized conductors. The electrical function of the lead was tested with no anomalies detected. The patient will be monitored with routine follow ups by the physician.

Manufacturer narrative:
External insulation abrasion was noted at 11.9-12.5cm from the distal tip, consistent with lead friction to another device or feature of the heart. Externalized conductors due to internal insulation abrasion were noted at 12.9-15.1cm from the distal tip. Internal insulation abrasions were noted at 8.5-9.4cm, 13.5-14.7cm, 15.8-17.5cm, and 32.5-34.0cm from the distal tip. The etfe coating was intact at these locations.

Event description:
New information received notes that the lead was explanted and replaced. The patient is doing well.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.